Event description:
It was reported to medtronic neurosurgery that there was a crack in the transducer attachment site. According to the report, csf was leaking from the crack.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. No impact to the pt was reported.